Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited sudden out of range shock impedance measurements above 200 ohms. Technical services (ts) was consulted, and further in office review was recommended. No adverse patient effects were reported. This device remains in service.